Event description:
A malfunction was reported on a customer's pump, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the issue as the malfunction did not recur. The customer was informed to continue using the pump and to call back if the malfunction recurred, which they acknowledged and understood.